Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming pulse testing with associated service code 102 - charge profile fault. The cause for the code 102 is a broken positive lead on high - voltage capacitor c19 on the defibrillator board. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the broken lead on c22. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support for an unrelated issue. During servicing of the patient's monitor, a reportable problem was discovered. The monitor failed incoming pulse testing with associated code 102 - charge profile fault. The patient was issued a replacement monitor.